Event description:
Rptr alleged discrepant pt blood glucose values of 149 mg/dl back to back with a result of 77 mg/dl, when testing was performed on the inform system. Rptr stated the hospital did run qc testing on the sys; however, did not provide the values of state whether the values were within an acceptable range. Rptr did not indicate any actions taken or treatment rec'd by the pt as a result of the comparison. It was reported the test strip and controls apart of the alleged incident could not be located for their return. A request was made for the return of the suspect device and replacement prod was sent.